Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report.

Event description:
The caller reported that the swivel pins on the flange popped out of the outer part of the tube during patient use. The caller confirmed that decannulation and recannulation of a replacement tube was required. The caller confirmed that the patient is doing well.